Event description:
It was reported that during use of this oscillating blade, metal shavings were dispersed on the bone and were not all retrieved. There was no serious injury or surgical delay reported with this event.

Manufacturer narrative:
To date, this device has not been returned from the customer for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation. Conmed linvatec will continue to monitor this device for failures.